Manufacturer narrative:
Based on available data, proper behavior of the pacemaker (regarding hermeticity and biostability) cannot be guaranteed on the long-term if the device is kept implanted after the elective replacement indicator (eri) was reached.

Event description:
Reportedly, the device was found operating in standby mode upon interrogation on 3 october 2017. When trying to re-initialize the device, telemetry errors occurred. Flashing green leds were observed on the inductive wand. Vvi pacing was reportedly observed in holter ECG. The patient has no indication for new pacemaker implantation and the physician wants to know if the event can be linked to the battery status being very low, and if the device can remain implanted without any risk for the patient. Preliminary analysis showed that the switch in standby mode was most probably due to the low level of battery voltage.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the device was found operating in standby mode upon interrogation on (B)(6) 2017. When trying to re-initialize the device, telemetry errors occurred. Flashing green leds were observed on the inductive wand. Vvi pacing was reportedly observed in holter ECG. The patient has no indication for new pacemaker implantation and the physician wants to know if the event can be linked to the battery status being very low, and if the device can remain implanted without any risk for the patient. Preliminary analysis showed that the switch in standby mode was most probably due to the low level of battery voltage.

Event description:
Reportedly, the device was found operating in standby mode upon interrogation on (B)(6) 2017. When trying to re-initialize the device, telemetry errors occurred. Flashing green leds were observed on the inductive wand. Vvi pacing was reportedly observed in holter ECG. The patient has no indication for new pacemaker implantation and the physician wants to know if the event can be linked to the battery status being very low, and if the device can remain implanted without any risk for the patient. Preliminary analysis showed that the switch in standby mode was most probably due to the low level of battery voltage.